Event description:
Customer called to report a diluent leak of approximately 2 milliliters in the left lower tray of the coulter lh750 hematology analyzer slidemaker module. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the leak was caused by fluid coming out of the vent lines, due to the malfunctioning of valve vl34, which is used to drain the chamber. Vl34 was not opening because the air line for the actuator popped off. The fse reattached the air line, which resolved the issue. The repairs were verified per established procedures, and the results met published performance specifications. The cause of the leak is attributed to the air line that popped off from the actuator, which subsequently caused vl34 to not function properly.

Manufacturer narrative:
(B)(4).